Manufacturer narrative:
Additional information: returned to manufacturer on, imdrf annex a,g,b,c,d grid, device available for eval, device return to manuf, device eval by manufacturer, if other specify, manufacturer narrative (chr,DHR, shr statements) correction: initial reporter occupation omit : a141204 - pumping stopped (1503), g04105 - pump (925). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event a review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an unexpected pump shutdown. There was patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25oct2011. The review was performed from the date of manufacture to the present date 08apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that there was an unexpected pump shutdown. There was patient involvement.